Event description:
It was reported that the customer passed away after experiencing a heart attack. The customer had high blood glucose levels, and had been feeling sick prior to her passing. The customer had just connected to the insulin pump after not wearing it for about a week. The mother agreed to return the insulin pump for analysis once the autopsy is performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor consider this report complete to the best of our knowledge.